Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H10: manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing was performed. Visual inspection found a worn and faded line cord, cracked tank cover, and worn front cover. Outdated printed circuit board (pcb) and power switch. Functional testing found device is leaking from the cracked tank cover. The root cause of the reported issue was found to be user interface - customer overtightened the tank cover screws. No action taken due to the age and condition of the device. It is deemed beyond economical repair and will be scrapped. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Manufacturer narrative:
UDI in section device information and operator of device are unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there is leaking from the bottom. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.